Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 1 week after implantation. The patient has medical history as a diabetic and has been recovered without complications.